Event description:
IV bag spiked with the faulty tubing. The roller clamp shut but the medicine came out of a crack in the plastic spiking device. Manufacturer response for secondary medication set with duo-vent spike, (brand not provided) (per site reporter). They are sending shipping material.